Event description:
The pt had undergone a tkra surgery for right knee in 2003, and after three years, the surgeon found the loosening of femoral component. The revision surgery was performed in 2007.

Manufacturer narrative:
Evaluation summary: femoral component shows bone cement, and tissue deposition on all pockets except for anterior pocket and posterior pocket on lateral side. X-ray image in a/p view shows proper alignment of femoral and tibia component, and has proper gap between parts on medial and lateral sides. Picture shows translucency below tibia surface on medical side indicating loosening of part. X-ray image of m/l view is not available for review. Cause cannot be definitively determined. Device meets specifications as measured and has bone cement attached to proximal side of device. Device history records indicate manufacture to specification.